Manufacturer narrative:
Section h10: (d4) unique identifier (UDI) #: (B)(4). (H3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the infection and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.

Manufacturer narrative:
Pending evaluation concomitant medical products: 320-20-00, 6958760 - eq reverse torque defining screw kit, 320-15-05, 6922670 - eq rev locking screw, 321-20-00, 6927960 - equinoxe reverse shoulder drill kit, 320-15-03, 6774957 - rs glenoid plate post aug, 8 deg, left, 320-01-38, 6934239 - equinoxe reverse 38mm glenosphere, 300-01-15, 6749952 - equinoxe, humeral stem primary, press fit 15mm, 320-10-00, 6933200 - equinoxe reverse tray adapter plate tray +0.

Event description:
As reported, approximately 11 days postop the initial tsa, a revision was completed due to infection. The liner was changed after the wash out. The male patient was last known to be in stable condition following the event. Devices will not be returned, dispose by hospital.